Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported the end-user cleanses skin with (B)(4) soap and then applies the wafer. End-user was provided instructions in skin care and crusting techniques by using stomahesive powder and no sting protective barrier wipes. End-user was also instructed to notify convatec with any questions or concerns. Lastly, sample of the sensi-care sting free skin barrier wipes and adhesive remover will be sent to the end user. Along with samples of wafers without a tape border. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info becomes available, a f/u report will be submitted.

Event description:
End-user reported red itchy rash at the right lower quadrant located under the tape border, but not extending beyond the tape border, which began approx one (1) month ago.